Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6) and sid: (B)(6).

Event description:
The customer reported false reactive alinity I toxo igg results for two patients. The samples were repeated with lower results. The following results were provided: sid (B)(6) initial result (B)(6) 2025 = 18.56 iu/ml, repeat result (B)(6) 2025 = 0.07 iu/ml. Sid (B)(6) initial result (B)(6) 2025 = 4.20 iu/ml, repeat result (B)(6) 2025 = 0.30 iu/ml. Both patients were also analyzed using the biomérieux vidas system; the results came back negative, and the patient history is negative. Toxo igg reference range: = 3.0 iu/ml reactive. There was no impact to patient management reported.

Manufacturer narrative:
Service determined that the alinity I processing module (serial (B)(6) generated false reactive alinity toxo igg results due to issues with the alinity pippettor probes (list number 03r96-02), the pm sensor assay (part number a-35006630-01), and the wash zone probe (list number 08c94-36). All three components were replaced to resolve the issue, and proper module function was confirmed through a control and precision run. The instrument service history for (B)(6) verifies no subsequent issues have been reported related to false reactive toxo igg results. A review of trending data associated with the alinity pippetor probes, pm sensor, assay, or the wash zone probe did not identify any trends. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the current issue. A review of manufacturing documentation did not identify any non-conformances associated with the complaint issue. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. Based on the investigation, no systemic issue or product investigation of the alinity I processing module for serial (B)(6), alinity pippetor probes (list number 03r96-02), pm sensor, assay (part number a-35006630-01), or wash zone probe were identified.

Event description:
The customer reported false reactive alinity I toxo igg results for two patients. The samples were repeated with lower results. The following results were provided: sid (B)(6): initial result (b)6) 2025 = 18.56 iu/ml, repeat result (B)(6) 2025 = 0.07 iu/ml. Sid (B)(6): initial result (B)(6) 2025 = 4.20 iu/ml. Repeat result (B)(6) 2025 = 0.30 iu/ml. Both patients were also analyzed using the biomérieux vidas system; the results came back negative, and the patient history is negative. Toxo igg reference range: = 3.0 iu/ml reactive. There was no impact to patient management reported.